Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's advocate reported that the patient experienced a low blood glucose event in 2007. The patient suffers from lipohypertrophy in the abdominal area and it was decided to switch the patient's infusion site to the thigh. It was not considered that the thigh may absorb insulin at a different rate and the patient's blood glucose lowered to 1.1 mmol/l (19.8 mg/dl). The patient lost consciousness and had a hypoglycemic seizure. The patient was then transported and admitted to the hospital. The patient advocate reported the incident for the patient because the patient is mentally and physically handicapped and neither the patient nor the patient's foster mother speak english. The patient's advocate did not have the serial number of the infusion device and was unable to provide further details of the event. The patient advocate stated that the patient's blood glucose has been in the normal range since adjusting his basal rate and he is currently wearing his infusion device. No product will be returned for evaluation.